Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a choledocholithotripsy procedure performed in 2009. According to the complainant, the physician attempted to crush a 1.5cm stone; however, the distal tip of the basket detached. The distal tip was removed from the patient utilizing another manufacturer's basket. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.